Event description:
This notification was opened for review for information received that remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service technician observed visible foam degradation/particles inside the blower kit. Additionally, the service technician also observed dust contamination, cigarette smoke and noted an error code e053 (comp log sem timeout). The device was scrapped by the service center after the evaluation was completed.